Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence. The physician decided to remove the original cuff to determine if the original cuff was properly sized. The dr. Determined the original 5.5 cm cuff was too big and the patient needed a 4.5 cm cuff. No further complications were reported in relation to this event.